Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was associated with a system infection. Necrosis was noted near the wound site. The patient was put on intravenous antibiotics and surgical intervention was performed to explant the s-ICD. No additional adverse patient effects were reported.